Event description:
The customer called to program a new transmitter ID into the insulin pump and reported his most recent blood glucose was 50 mg/dl. He treated with glucose. Customer stated he required no further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.